Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2009 - the patient underwent surgery in which a bard ventralex mesh patch was placed. On (B)(6) 2010 - bard ventralex mesh was removed. On (B)(6) 2012 - patient had scar tissue removed. Attorney alleges pain and suffering, disability, disfigurement, mental anguish, medical and nursing care and treatment, defective mesh, explant.

Manufacturer narrative:
We have contacted the initial reporter to request additional information. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.